Manufacturer narrative:
The reported issue of a missing display segment was not confirmed on the returned lvp display board assembly. However, the returned display board exhibited dim segments. The returned display board assembly was tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. O the board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Dim segments were exhibited on ic u2, u3, u4, seven segment displays. Inspection: the customer returned 1 lvp display board assembly p/n tc10004754 in an esd bag. Visual inspection of the board was performed and no damage, corrosion, or cold solder was observed. Test results: the returned display board was tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing on the returned display board exhibited dim segments on ic u2, u3, and u4, seven segment displays. No missing segments were observed. The exact root cause was not identified. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 02dec2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 12oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display board was received for investigation.

Event description:
It was reported that the device had a missing led segment. There was no patient involvement.